Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported an (B)(6) year old (B)(6) male patient had impella cp pump inserted in the left femoral. The patient was bleeding and an unknown amount of red blood cells (rbc) and fresh frozen plasma (ffp) was administered.